Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703, lot# j93117895, implanted: (B)(6) 1993, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 2000 mcg/ml via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was scheduled for pump replacement regarding elective replacement indicator (eri). When the pocket was opened, it was discovered that the catheter was disconnected from the pump and the pocket was full of fluid. The event occurred during normal use. The date of the event was asked but unknown. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostic/trouble shooting were performed. The catheter remained implanted and in service. A new connector was attached to existing catheter and connected to a new pump. As per the manufacturer¿s device registry, the pump was replaced and a new catheter component (model 8596sc pump segment revision kit) were implanted on (B)(6) 2018. The issue was resolved at the time of the report. Since the catheter was disconnected, the dose per day was reduced to 100 mcg. Other medications the patient was taking at the time of the event was unable to be obtained / not available. The patient was without injury regarding their status at the time of the report. The patient¿s medical history and weight were requested, but were unavailable regarding legal/confidential reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The physician who initially reported the event to the company representative was clarified. The issue was noted as having been discovered during the case. The pump was replaced due to normal elective replacement indicator (eri). The type of fluid in the pocket was not identified. The pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Product ID: 8703, lot# j93117895, implanted: (B)(6)1993, product type: catheter . Other relevant device(s) are: product ID: 8703, lot #: j93117895, ubd: (B)(4)1995, UDI#: (B)(4). Analysis of the pump on 2018-may-23 revealed no anomaly. Analysis of the catheter on 2018-may-23 revealed user related issue regarding a broken suture ring of the pump connector. If information is provided in the future, a supplemental report will be issued.